Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2015 due to a fractured ceramic head. The ceramic head, acetabular cup and liner were removed and replaced with a biomet head and taper adapter and a competitor cup and liner. Additional information received noted patient alleges suffering a stretch injury to the sciatic and peroneal nerves during the revision procedure, resulting in nerve damage to the adductor muscles, tibialis anterior muscles, and foot dorsiflexion and eversion. Patient further alleges numbness of the lower leg and foot.

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2015 due to a fractured ceramic head. The ceramic head, acetabular cup and liner were removed and replaced with a biomet head and taper adapter and a competitor cup and liner.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings; ¿fatigue fracture of components can occur as a result of loss of fixation, strenuous activity, mal-alignment, trauma, non-union, or excessive weight."